Manufacturer narrative:
Foreign (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suction aid tip contacted with the patient's front tracheal wall and the tissue granulated. The customer noted they believe the event happened because the "tip of tracheostomy tube was sharply inclined and the distance between the tip and the cuff was long". Subsequently, a tracheostomy (trach) change out was required. No additional adverse patient effects were reported.